Event description:
It has been reported to philips that the live monitor is not functioning. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received the system was in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that ¿system¿s live monitor was not working¿, as it was found monitor defective. Fse replaced live monitor and checked the performance. After replacement, the system returned to use in good working order. Codes were updated based on the investigation outcome.